Event description:
A home patient (hp) contacted baxter's technical service center (tsc regarding a system error 2240 message that appeared on the display of the hp homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the hp had disconnected their transfer set from the patient line of the homechoice set during a dwell phase and did not return in time for the following drain cycle. When the hp returned patient reconnected to the set up and received the alarm shortly after. Baxter's technical service center assisted the home patient in ending therapy early. Treatment was discontinued at that point. No patient injury or medical intervention was associated with the incident per the home patient.